Manufacturer narrative:
Insulin pump received with end cap broken off, cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. The drive support disk was inspected and no anomaly noted. (B)(4).

Event description:
The customer reported via phone call that the end of the drive support cap was broken. The insulin pump was dropped. Her belt clip also broke. Customer's blood glucose level was 178 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.